Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that does not match the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Upon return, the iabc bladder was noted completely detached/missing from the returned iabc and was not returned with the sample. The cause of when the bladder became detached and what caused the bladder to be detached from the iabc could not be confidently determined. The peel away sheath was noted on the returned sample. The stylet was noted fully inserted within the iabc central lumen. The one-way valve was tethered to the short driveline tubing. The short driveline tubing was blocked off with a non-vented cap. Dried blood was noted on the exterior surfaces of the returned sample. Liquid blood was noted within the iabc short driveline tubing/helium pathway. No kinks or bends were noted to the returned sample. The one-way valve was tested and failed. A vacuum was pulled on the one-way valve, and it immediately lost pressure. Dried blood was observed within the one-way valve. The stylet was removed from the iabc central lumen without any difficulty. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. Some blood exited. The leak test of the returned iabc could not be performed due to the returned state of the device. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted on the guidewire upon removal. The reported complaint of iab blood in helium pathway is confirmed based on the visual inspection of the returned sample. During the investigation, blood was confirmed present within the helium pathway. Furthermore, the iabc bladder was noted completely detached/missing from the returned sample. The cause of when the bladder became detached and what caused the bladder to be detached from the iabc could not be confidently determined. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blood in helium pathway. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was found during receiving the sample to the manufacturer that "the entire bladder was noted missing from the returned iabc, and blood was present within the short driveline tubing/helium pathway". No additional information from the customer is available.